Event description:
It was reported that the ventricular lead exhibited noise. Noise was observed in both unipolar and bipolar configurations. The noise was reproduced with isometrics. The device was reprogrammed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.